Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported difficulty with recharging, that he can't recharge beyond 40%. It takes an hour to get to 20% on some days and at times he can get to 30%. Patient reported the site gets warm but didn't describe it as hot. Patient also reported coupling efficiency drops without movement. Patient said it felt like the sameissue he had previously that required recharger replacement. A replacement was sent out. See (B)(4) for previous replacement.